Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen displayed multiple round black dots inside which the screen does not light up at all and stays black even when other portions of the pump are lit up. Customer stated there is also a thin red horizontal line across the pump screen that is only visible when pump screen is lit up and remains red regardless of what pump screen customer accesses. Customer stated this began roughly 1 month ago and has still been able to interact with pump screen successfully because customer knows where all of the buttons are by memory. The customer's blood glucose was not impacted by this event. The customer reported that the pump will continue to be used for insulin therapy.